Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they feel they have an over bite and their jaw is sitting weird when they clench their teeth down. This is giving them discomfort on the left side. Everything feel crooked.